Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels during a hospitalization for an elective surgery. The customer's blood glucose dropped to 28 mg/dl while she waited to have the surgery. The insulin pump was not exposed to a high magnetic field. The caller called for assistance with an infusion set change and the time/date programming. Nothing further was reported.